Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: the root cause of the issue was due to user error (failure to follow instructions). Failing start-up self test with alarm 401 - "inspiration valve or device leaky" due to measured internal leak >5 lpm (error: 3). No failure was visible on logs after reseating or tightening the o2 cell properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will nott be returned for evaluation. Therefore, root cause was not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has technical failure 401 "inspiration valve or device leaky" alarm. At this time, there was no information of patient involvement reported with this event.